Event description:
Customer reported unable to adjust the gain on the light scatter (ls) preamp board when using the coulter lh 750 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the event. The fse replaced the light scatter preamp board. Latron and controls were run with acceptable results. (B)(4).